Event description:
The initial reporter received questionable elecsys vitamin b12 immunoassay results for two patients tested on a cobas e 411 analyzer. The initial vitamin b12 results were not reported outside the laboratory. The customer performed repeat testing with the samples. For sample identifier (B)(6), the patient's initial vitamin b12 result was 50.00 pg/ml with a data flag. The patient's repeat result was 898.4 pg/ml. For sample identifier (B)(6), the patient's initial vitamin b12 result was 50.00 pg/ml with a data flag. The patient's repeat result was 402.6 pg/ml. The vitamin b12 reagent lot number was 58858301 with an expiration date of 31-mar-2022.

Manufacturer narrative:
The field service engineer discovered the sample/reagent probe was out of adjustment and the measuring cell exceeded the lifetime. System maintenance was performed and a damaged tube was replaced. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.